Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 160 mg/dl at the time of the call. The customer stated that the battery cap broke off completely. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube, broken battery cap, minor scratched display window. No moisture damage on electronics noted.